Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose of 492mg/dl and treated with pump. Customer had some trouble connecting the infusion set. Customer declined to troubleshoot the pump and indicated that their blood glucose went down to 339mg/dl. There was no further information provided by the customer or by troubleshooting.